Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device failed to trigger a shock during patient use. We are considering this to be a serious injury because the customer reported the patient or user was injured. Additional details have been requested.

Event description:
A customer reported that the device failed to trigger a shock during patient use. We are considering this to be a serious injury because the customer reported the patient or user was injured. An adverse event was reported by the customer, but no additional information was provided. The customer reported that the device failed to trigger a shock during a cardioversion because the device was not finding r wave signals. A philips field service engineer (fse) provided on site support. The fse did not report a device malfunction. No ECG strips or case events files were provided to philips for evaluation. Philips requested but did not receive additional information. Philips is unable to determine the cause of the reported symptom as it could not be reproduced. The available information from this report does not indicate a systemic, design, or labeling problem. No further investigation or action is warranted.